Manufacturer narrative:
During preventive maintenance (pm) at zoll san jose, the autopulse platform (serial #(B)(4) ) failed initial functional testing due to user advisory "ua17" (max motor on time exceeded during active operation) error message displayed upon powering on. The root cause of ua17 was due to drive train brake gap out of specification and the brake gap was unable to be adjusted due to defective drivetrain, likely attributed to normal wear and tear. The autopulse platform manufactured in july 2009 and it is nearly 12 years old, well beyond its expected serviceable life of 5 years. To remedy ua17, the drivetrain motor will be replaced. No physical damage was observed on the returned autopulse platform during visual inspection. During archive review, multiple ua17 (max motor on time exceeded during active operation), ua2 (compression tracking error), ua20 (position out of range) and ua21 (position change does not coincide with motor direction) were recorded. All these error messages are due to the defective drive train motor waiting for customer approval for repair. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse with serial number (B)(4) .

Event description:
On march 28, 2021, during preventive maintenance (pm), the autopulse platform (serial #(B)(4) ) failed initial functional testing due to user advisory "ua17" (max motor on time exceeded during active operation) error message. No patient involvement.